Event description:
Pt is a chronic hemodialysis pt. Five minutes after start of dialysis pt complained of shortness of breath and dizziness. Pt diaphoretic. Dialysis immediately stopped. Saline bolus and oxygen per nasal cannula given. Pt. Stabilized-good condition post event. Treatment resume with new dialyzer and lines. No further problems. Blood sample drawn post event and spun for hemolysis: negative.